Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt. Update (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2012 - sales rep reported revision for left hip due to recall. There was no new information that would change the outcome of the investigation. Update (B)(6) 2012 - sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update der rcvd via sales rep for left hip - updated dor, sales rep information, surgeon name and sleeve- patient revised to address metallosis. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, gray tinged fluid, granulomatous type tissue, and trunnions were noted. The stem remained in situ. The stem and sleeve are being reported. This complaint was updated on: (B)(6) 2014.